Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while delivering a bolus. The customer's blood glucose (bg) level was 400 mg/dl with small ketones. The customer delivered a bolus and changed out the site to address bg level. The customer stated changing out the infusion set and their issue was resolved.